Event description:
It was reported that the controller for the patient's spinal cord stimulator wasn't working. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).